Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that at the completion of an infusion the spin cap broke when disconnecting the set. There was no patient harm.

Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report of a spin collar breaking was confirmed. The full administration set was not received for investigation; only the very end of the tubing with the male luer components attached was received. Visual inspection showed that the spin collar had multiple cracks and a small piece completely broken off. Functional testing was not performed due to the obvious damage. The root cause of the breakage was not determined.